Manufacturer narrative:
(B)(4).

Event description:
It was reported that an episode of auto mode switch due to competitive atrial pacing was observed. Functional loss of capture was noted. The patient was asymptomatic. Programming changes were made.